Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. Not returned.

Event description:
A 36e liner was implanted with a 32+4 head. The patient was revised the same day.